Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. On the electrograms, the noise was railing with a wandering baseline. After the first shock, the sensing vector was changed from the primary vector to the secondary vector. Another shock occurred in the secondary vector. Technical services advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. On the electrograms, the noise was railing with a wandering baseline. After the first shock, the sensing vector was changed from the primary vector to the secondary vector. Another shock occurred in the secondary vector. Technical services advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 25mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 30mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. On the electrograms, the noise was railing with a wandering baseline. After the first shock, the sensing vector was changed from the primary vector to the secondary vector. Another shock occurred in the secondary vector. Technical services advised some testing options for the system. There were no additional adverse patient effects. The system remains implanted.